Manufacturer narrative:
Review of the most recent repair record determined the technician confirmed the ratchet was not working properly. The ratchet gear was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the ratchet handle does not turn smoothly. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.